Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No sample has been received by manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic operating system did not exhibit torsional ultrasound. Procedure details and timing of the event are unknown. Details on surgery completion and patient harm have not been reported. Additional information has been requested but is not available at the time of this report.